Event description:
It is reported that the patient is experiencing knee pain, joint instability and decreased range of motion. It is unknown if the patient's knee has been revised.

Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: operative notes were not provided. Radiographs were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened.

Manufacturer narrative:
This report is being amended to reflect changes. Review of the device history records for the femoral component, articular surface, patellar component, and tibial component identified no deviations or anomalies. These devices are used for treatment. A product history search identified no other related complaints for the related part and lot combinations. A definitive root cause cannot be determined with the information provided.

Manufacturer narrative:
This report is being amended to reflect changes. Other devices used: catalog #00591605001, nexgen lps-mobile stemmed fluted tibial component, lot #60890392; catalog #00591606010, nexgen lps-mobile articular surface, lot #60887451; catalog #00597206538, nexgen all poly patella, lot #60927234 -manufactured by zimmer b. V. Ponce, (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the patient has now been revised due to unknown reasons. Removed components are unknown.